Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 26-oct-2021, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 26-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the identify device diagnosis was lead migration/dislodgement and the identify clinical diagnosis was lead migration. It was noted the event was resolved without sequalae on (B)(6) 2017. It was noted the patient was reprogrammed on (B)(6) 2017. It was noted that imaging showed bilateral lead migration. It was noted the event was related to the device or therapy and was not related to the implant procedure. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the bilateral lead migration was not determined. No further complications were reported/anticipated.